Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's parent that the customer received emergency medical assistance due to low blood glucose on (B)(6) 2018 with blood glucose of 20 to 24 mg/dl at the time of the incident. The customer was at 50 mg/dl when they woke up, and 163 mg/dl at the time of the call. The customer was given glucagon to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. Troubleshooting was completed and the pump passed. The caller reported that the customer had changes where their blood glucose started going low and a set change resolve the issue. The customer also reported pump upload issues and a lost meter. The insulin pump will not be returned for analysis.